Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were evaluated in the field and the issue was confirmed; 4 units had broken/damaged components, 1 had a dirty component, and 2 had misaligned components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the bed exhibited phantom motion. There was no patient involvement.